Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on the display window and cracked case at display window corner, battery tube threads, reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer was asked if recalls any significant events leading to the alarm and said no events. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.